Event description:
It was reported that a pt underwent a coronary artery bypass graft procedure on (B)(6) 2012 and suture was used. During use, the surgeon experienced that the needle had drag. There were no adverse pt consequences reported.

Manufacturer narrative:
(B)(4): conclusion : no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.